Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, an event occurred in which disconnection became impossible while using hemopro2. It fail to cut. There is no harm to the patient. There is no problem with your health. The new device was released and the operation was completed without any problems.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 25159882 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. It is not possible to confirm the reported complaint.